Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 333 mg/dl, 232 mg/dl, 163 mg/dl, 147 mg/dl, 213 mg/dl, 193 mg/dl and 326 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.